Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. An 8.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 5 seconds, the balloon ruptured on the proximal part. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch number is a match to the complaint batch number. The device showed signs of saline. The device was received with the guidewire still inserted. Microscopic analysis confirmed a pinhole over the distal not proximal marker band. No other damage was found.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. An 8.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres for 5 seconds, the balloon ruptured on the proximal part. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient was in good condition.